Manufacturer narrative:
The console (aic) was returned for evaluation. The root cause of the purge pressure high alarm was highly likely due to a blocked purge line. The root cause of the controller failure red alarm was due to defective pbm. The failure modes will be monitored and trended. This report is being filed as part of a retrospective review of historical records.

Event description:
High purge pressure issues. Checked the purge lines and found no issues, switch patient over to tpa in case of clot. Patient was then taken to CT and got a console failure red alarm. Switched to a new aic and all issues were resolved.